Manufacturer narrative:
(B)(4). Results and conclusions summation - there was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. Reportedly, the lesion was mildly calcified, which likely contributed to the difficulties experienced. It is possible that the balloon material was damaged during interactions with other devices, or the pt anatomy, such that the balloon ruptured upon inflation at the rfp at 18 atms. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported balloon rupture.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has caused or contributed to pt injury. Device issue: balloon rupture. It was reported that during pre-dilatation of the mid left anterior descending artery with the nc voyager balloon, the balloon ruptured at 18 atmospheres. There were no reported pt effects. There is no additional info available.